Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated completely (infused 10cc, only 8cc could be aspirated). The complainant stated that upon insertion, the catheter was placed incorrectly by the user, and needed to be replaced. While attempting to replace the catheter, the water could not be aspirated completely. The user retracted the foley directly, and subsequently the patient allegedly experienced pain and discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated completely (infused 10cc, only 8cc could be aspirated). The complainant stated that upon insertion, the catheter was placed incorrectly by the user, and needed to be replaced. While attempting to replace the catheter, the water could not be aspirated completely. The user retracted the foley directly, and subsequently the patient allegedly experienced pain and discomfort.

Manufacturer narrative:
Sample was returned with 3way catheter only. The sample was evaluated, and no pinch or blockage was observed. The sample was functionally tested using lab complaint syringe, and the balloon was inflated with 10cc of water, using normal fill technique. The balloon was able to inflate and deflate in 40 seconds. Then using a lab syringe, the balloon was inflated with 10cc of water, using the jam fill technique. The balloon was able to inflate and deflate in 22 seconds. The sample was dissected and did not find anything to contribute to the reported problem. The following dimensional evaluation was found: eye snip length:3/32¿; eye snip width:2/32¿; distance from distal cuff:16/32¿; distance from proximal cuff:40/32¿; inflation lumen coverage:11 thou; rubberize thickness:6 thou; reinforcement:190 thou; sac thickness:22 thou; concentricity:60/40. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single used only. Do not resterilize. For urological use only. Use luer slip syringe. Do not use needle." (B)(4).

Event description:
It was reported that the balloon could not be deflated completely (infused 10cc, only 8cc could be aspirated). The complainant stated that upon insertion, the catheter was placed incorrectly by the user, and needed to be replaced. While attempting to replace the catheter, the water could not be aspirated completely. The user retracted the foley directly, and subsequently the patient allegedly experienced pain and discomfort.